Manufacturer narrative:
At this time the product has not been returned for investigation. Once the product is returned an investigation into the alleged accuracy issue will be performed. With an abundance of caution this report is being filed with the understanding of the potential patient harm that could be caused to the patient by an inaccurate device measurement.

Event description:
It was reported that the unit registered femur correctly, surgeon dialed in 0/0 varus valgus but when checked with manual instrumentation femur cut block was sitting in "several degrees of valgus".